Manufacturer narrative:
The device was returned for analysis. Visual inspection and microscopic inspection revealed the tip cut and the part of the tip that has the marker band was not returned. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that crossing difficulties occurred. The 85% stenosed target location was located in the severely calcified mid right coronary artery. An opticross hd was selected for ultrasound examination of the target lesion. During procedure, it failed to passage because of calcification. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed the tip appears to be cut.